Manufacturer narrative:
Investigation summary: bd japan received a sample and attached two (2) photos for investigation. The photos were reviewed and the customer's indicated failure mode for embedded foreign matter (fm) was observed. Dark brown/ black spots were observed in the tube wall. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd determined that the root cause of the indicated failure mode was attributed to introduction of fm during manufacturing. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a white foreign matter was adhering to the inside of the tube."

Manufacturer narrative:
Investigation summary: bd (B)(4) received a sample and attached two (2) photos for investigation. The photos were reviewed and the customer's indicated failure mode for embedded foreign matter (fm) was observed. Dark brown/ black spots were observed in the tube wall. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd determined that the root cause of the indicated failure mode was attributed to introduction of fm during manufacturing. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a white foreign matter was adhering to the inside of the tube."